Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed a downstream occlusion error on both units. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.